Manufacturer narrative:
This report is being filed on an international product, list number 06a52, that has a similar product distributed in the us, list number 06d18. Additional results data for this patient, tested with a different lot number, was documented in manufacture report number 1415939-2016-00052. Ticket searches determined that there is a normal complaint activity for the likely cause lot and the tracking and trending report review determined that there are no related adverse or nonstatistical trends. A review of labeling concluded that the issue is adequately addressed. Testing regarding sensitivity was not completed with the lot in question, as it was expired. Based on our investigation, we have determined that prism hcv reagent lot 43866li00 is performing acceptably. A malfunction was identified. Based on the information within the complaint record, the device failed to meet performance specifications or otherwise perform as intended at the customer site.

Event description:
The customer observed (B)(6) hcv results, which also tested (B)(6), while using the prism hcv assay. During a retrospective review of archived samples a blood donor was thawed and retested using the roche cobas method and a (B)(6) result was generated. An archived sample (same donor as documented in manufacture report number 1415939-2016-00052) testing results were provided, as follows: sid (B)(6) the platelets and erythrocytes from the blood donation were provided for transfusion. (B)(6).